Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent altitude alarms. There was no information provided regarding the customer's blood glucose level. As the alarms occurred in the past, no troubleshooting was able to be performed. The customer confirmed that there was no moisture and no lint covering the speaker holes in the back of the pump. Reportedly, the pump successfully resumed insulin delivery.